Event description:
It was reported that the charger sparked when a battery was put in. The batteries overheated when being charged. There was no pt involvement and no allegation of adverse consequences associate with the event.

Manufacturer narrative:
The device was returned to the MFR for investigation. When the quality investigation is complete, a f/u report will be filed.